Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up, this pacemaker device was interrogated by a boston scientific field representative and a red warning message was observed indicating that the device was in safety mode. The representative quickly notified the physician, and a device replacement procedure was scheduled and completed the same day. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, this pacemaker device was interrogated by a boston scientific field representative and a red warning message was observed indicating that the device was in safety mode. The representative quickly notified the physician, and a device replacement procedure was scheduled and completed the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A visual inspection of the external device case and header revealed no anomalies. The device exhibited no telemetry and testing was unable to communicate with the device. The device case was then opened to facilitate analysis of the internal components. An internal visual inspection revealed no anomalies. The battery voltage measured low. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. The battery was analyzed and found to exhibit a depleted cell, but no battery-related failure was able to be determined. The results of the device analysis confirm the clinical observation, but the specific cause could not be determined as no component failures were found during benchtop testing and analysis.